Event description:
Patient's wife reported she is getting downstream occlusion alarm while trying to prepare the new cassette using the backup pump. Checked tubing for kinks and all clamps were open, tried to prime again but that didn't fix the alarm, tried to connect to the primary pump, and the patient got the same alarm. Ended up using a new cassette and the pump was working with no issues. Advised patient's wife to keep that cassette on the side in case the premix team wants to investigate it. No interruption of therapy. The patient has 6 days on hand. No missed doses or adverse events reported. No further information provided. Pah (pulmonary arterial hypertension).